Event description:
Pt underwent primary left total knee arthroplasty in 1996. Impressions from bone scan performed on 8/27/2002, indicate possible loosening of the prosthesis. Revision procedure performed in 2002 to replace femoral component and tibial bearing. Articular wear was noted on polyethylene tibial bearing component.